Event description:
It was reported that a staff member tripped on the wheel of a braked stretcher and fell. They were examined in the ER and took time off work. The reportedly used a leg immobilizer and crutches following the fall.

Event description:
The staff member who tripped over the wheel sustained a patellar fracture. Treatment consisted of an immobilization brace and months of physical therapy.

Manufacturer narrative:
Updated the b5 summary and imdrf codes to reflect the findings of the completed investigation.